Event description:
It was reported that during a slideboard transfer with a patient, the commode seat pad detached from the frame causing a patient to fall backwards. They state that the current c-clamps on the base of the seat pad are not sufficient to secure seat pad to frame. They also state that the commode chair was taken out of service and removed from the physical therapy clinic. No injury was reported. The unit has not been received for evaluation by sunrise medical.